Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (monitor won't power up properly) has been confirmed. Upon investigation trunk cable connector j702 on the distribution node pca was physically damaged and pulled from the pca, causing a communication issue with the monitor and the reported failure. The root cause for the damaged j702 connector could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient's monitor was unable to power on properly with the electrode belt connected.